Event description:
During a pfa procedure, an air leak was noticed on the agilis sheath after insertion of the volt catheter. After the transseptal puncture was performed, the volt catheter was inserted into the agilis sheath. An air leak was noted while aspirating the agilis sheath. The agilis sheath was exchanged, and the procedure was completed with no adverse patient health consequences.